Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a malfunction of the hpo inlet filter. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
When oxygen set to around - 50%, it gives of up to 44%, with low oxygen alarm - 90%, it gives up to of 66% with high oxygen alarm - 100% it gives of up to 103% (no alarm).